Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that both this patients leads exhibited loss of capture and sensing. A repositioning procedure was done, and it was noted that neither lead helix was extended. The helix was extended and the leads remain implanted.